Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the caller spoke with a doctor's assistant and they said they hadn't heard anything yesterday. The caller said their dad was pooping out blood and the implant was sitting against his back and organs. The caller was redirected to the patient's healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was 'defective,' was no longer working, and that they were now in a lot of pain. It was noted that the ins only lasted 5 months. The patient met with a rep 1.5-2 months prior to the report and the patient stated that the rep confirmed that the ins was 'defective.' The ins was no longer charging, holding a charge, communicating with the external devices, and the battery was 'no good.' The patient requested a meeting with the same rep from the first appointment but they did not show up and another rep came instead. The patient 'just wanted someone to help them get a replacement implant but nobody had scheduled a surgery,' so they redirected to their hcp. The patient noted that they would sue medtronic if they were unable to get the ins replaced under warranty. Follow-up was conducted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the family/ friend.it was reported that shortly after patient had implant it quit working and he has been trying to get it resolved ever since. Patient saw implanting health care professional (hcp) about it today and he said they need to have a jump start done to see if it is defective and if it needs to be replaced. Patient is suffering though a lot of pain and had cortisone shots today. Patient was redirected to health care professional (hcp). No further patient symptoms or complications were reported in this event.